Event description:
A hospital in (B)(6) reported that the heater wire pins on an rt210 adult breathing circuit were split and that the heater wire adaptor would not fit into the circuit to heat the wires. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 inspiratory limb was returned to fisher & paykel healthcare (B)(4) for inspection. The limb was visually inspected and tested to see if full insertion of the inspiratory heater wire plug into the adapter was possible. Five additional unopened rt210 kits with the same lot number were also received and were visually inspected. Results: full insertion of the heater wire pins on the complaint inspiratory limb was not possible as the heater wire pins were bent. Visual inspection of the five unopened circuit kits revealed that none of the heater wire pins were bent. A lot check revealed no other complaints for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).